Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The device was returned for evaluation and examined under magnification. A torsional fracture pattern was identified at the tip of the driver. The overall length of the returned driver was measured to confirm fracture point and approximate how much material was gone. The returned driver, as received, measured at approximately 68.31mm indicating that approximately 1.54mm of the driver tip had broken off and was not returned. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis. The screw involved in this event was not returned for evaluation. Based on the information received and the investigation performed, the root cause could not be determined.

Event description:
It was reported during the procedure, the surgeon was inserting the locking screw, and the driver tip broke. The surgeon was unable to remove/retrieve the broken piece of the driver tip, and the fragment remains in the patient. It was also reported device information for the screw involved in this event is unknown. This report is related to report number 3025141-2022-00265 for the screw involved in this event.